Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a red, bumpy skin irritation under the back therapy electrode pads. There is no alleged device malfunction. The patient's physician recommended using cortisone cream on the irritation. Follow-up indicated that the patient used the cream and the skin irritation was improving.